Event description:
I used complete moistureplus eye solution for my contacts for quite a long period of time. For a couple of years or more. The last several months, my eyes are getting worse. It started with burning sensations and as if something were in both eyes. My tolerance to light is terrible. Light hurts. My eyes will begin to burn excessively or tear excessively. Then it will stop for awhile. I have worn contacts for 20+ years and never had problems like this. Now my eyesight is getting worse. I used an antibiotic/steroid cream from an eye dr, which helped minimally. I don't know what else to do. I have nearly stopped wearing my contacts as it worsens when I have them in. I have always taken them out at night. Now, I am limited to wear them, if at all.